Manufacturer narrative:
Date sent to the FDA: 06/16/2021. Additional b5 narrative: in (B)(6) 2019, our client developed abdominal swelling and a CT scan showed a bowel obstruction due to the mesh migrating and becoming tangled in her bowel.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date in (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced abdominal swelling, mesh migration and mesh tangled in bowel. It was reported that patient underwent removal removal surgery. No additional information was provided.